Manufacturer narrative:
Quality-safety evaluation of ptc received on 30-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since this event led to problems with movements and problems with daily tasks, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. Her medical history included c-section. On (B)(6) 2011, essure was inserted. She was (B)(6) at time of insertion. On an unspecified date the consumer started experiencing increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain in pelvis, lower back pain, feet pain and tiredness. The influence of essure in her daily life included problems with movements and problems with daily tasks. She contacted a doctor and received mini pills as treatment. She did not know if all complaints were caused by essure because of cesarean, consumer also had endometrium removed. Hospital recommended her hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since this event led to problems with movements and problems with daily tasks, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.